Manufacturer narrative:
(B)(4); event date unknown; captured as awareness date. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a thoracic procedure, the devices cut the first third, but did not staple. Blades were removed using reverse button. No harm to patient.

Manufacturer narrative:
(B)(4). Date sent: 01/21/2021. D4: batch # u5cw6l. H6: component code = others (g07). Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.